Manufacturer narrative:
(B)(4). In follow up communications with the reporter she stated that she does not believe that the endotracheal tube caused the patient death. No autopsy was performed since patient died in the intensive care unit (ICU) and they declared it a natural death. The endotracheal tube will not be returned as it was discarded after extubation. The lot number is unknown and the date of manufacture cannot be determined.

Event description:
The customer reported that the endotracheal tube's cuff was checked prior to use and there were no issues. The patient was intubated but the cuff was leaking and a second intubation was done. The second tube also leaked and the patient was reintubated. The patient died eight hours later. The reporter does not believe that the endotracheal tube caused the patient death. This report is regarding the second of the two tubes. The event regarding the first tube is referenced on our report 2936999-2016-00010.